Event description:
N/a.

Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusions), h11 a getinge field service engineer (fse) was dispatched to evaluate the unit and confirmed that the unit had over temperature alarm. The fse replaced compressor and temperature sensor. It was also found that the filters (d103-00-0499 & d103-00-0631) inside the pressure chamber was dirty, so it was replaced. Completed repair successfully. Product passed all functional and safety tests per manufacturer specifications.

Manufacturer narrative:
Updated field : b4 ,g3 , g6 , h2 , h11. Corrected field : h6 ( medical device ¿ problem code , investigation findings).

Manufacturer narrative:
Due to character limitation of e1(event site name): (B)(6). Due to character limitation of e1(event site phone): (B)(6). A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported by customer that during use the cardiosave intra-aortic balloon pump (iabp) had over temperature fault. No harm reported.